Event description:
It was reported that the atrial lead exhibited a loss of capture at maximum outputs, and a loss of sensing at the lowest sensitivity value. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5034, implantable pacing lead, (B)(6) 1996. (B)(4).